Manufacturer narrative:
(B)(6). User facility is listed in initial reporter.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4). The unknown product previously documented has been identified as not a covidien product and is no longer reportable.